Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this device was explanted and replaced due to battery depletion. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that seven months ago the device reported one and a half years remaining battery longevity. At the current device check, the longevity is displaying as a half year remaining. It was noted that the right atrial (ra) lead had high outputs and a high pacing percentage. The physician and patient were concerned over premature depletion. Boston scientific technical services requested that the device be returned for analysis, once a change out procedure was scheduled. No adverse patient effects were reported. The device remains in service.